Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population."

Event description:
It was reported that the patient with this remote communicator of this pacemaker displayed a yellow call doctor icon. It was believed that this pacemaker system was having difficulty completing a remote interrogation. Troubleshooting efforts were performed. However, the pacemaker interrogation was not successful. The patient was referred to contact their clinic regarding the interrogation. There were concerns regarding premature battery depletion of this pacemaker, decreasing from 8.5 years to elective replacement indicator (eri) in a few months. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this remote communicator of this pacemaker displayed a yellow call doctor icon. It was believed that this pacemaker system was having difficulty completing a remote interrogation. Troubleshooting efforts were performed. However, the pacemaker interrogation was not successful. The patient was referred to contact their clinic regarding the interrogation. There were concerns regarding premature battery depletion of this pacemaker, decreasing from 8.5 years to elective replacement indicator (eri) in a few months. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.